Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, atrial oversensing had occurred due to interaction with minute ventilation and respiratory rate trend (rrt) sense amplifiers. The caller reported that rrt had been programmed off. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.